Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The investigation performed by a subject matter expert (sme) found the returned cell-dyn 1800 power supply to be inoperative due to internal spark(s). The sme concluded that the probable cause of the spark reported by the customer was probably related to the excessive lint found inside the unit, possibly due to ambient conditions, i.e. Instrument location within the lab and/or filters on the fan not being cleaned properly during maintenance. No other related tickets were found for the date range of (B)(4) 2010 to (B)(4) 2011. Labeling was reviewed and found to be adequate. Based on the investigation and event details, no product deficiency was identified with the cell-dyn 1800 instrument.

Manufacturer narrative:
A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed sparks from the power supply of a cell-dyn 1800 analyzer upon start up of the analyzer. The customer immediately shut down the analyzer. The cell-dyn was then plugged into another outlet and powered up with the same result. There was no adverse impact to patient management reported, or harm to laboratory personnel reported.